Event description:
As it was reported by an affiliate, during a procedure, the distal portion of a stabilizer was unraveled. The guiding sheath (non-cordis) was engaged to the target vessel, and stabilizer (extra support 300mm) was delivered to the vessel with angiographic catheter (4f jr4). When the stabilizer was inserted into a moderately calcified and tortuous left renal artery with 95% stenosis, the distal portion of the stabilizer was unraveled. The physician stopped using the stabilizer and a different guidewire was used instead and it crossed the lesion. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis because it was discarded at the hospital.

Manufacturer narrative:
During a procedure, when the stabilizer wire was inserted into a moderately calcified and tortuous left renal artery with 95% stenosis, the distal portion of the stabilizer was unraveled. A non-cordis sheath was used and a stabilizer (extra support 300mm) was delivered to the vessel with angiographic catheter (4f jr4). The physician stopped using the stabilizer and a different guidewire was used successfully. There was no patient injury reported. The product was not returned for analysis. (B)(4). The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Based on the information available for review, there are possible vessel characteristics (moderate calcification and vessel tortuosity) that may have contributed to this event. In this case, the physician acted in accordance with the IFU and removed the wire from the patient. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt